Event description:
Device 2 of 2. Reference MFR report # 1627487-2014-23010. It was reported the pt desires more effective stimulation coverage. Subsequently, the pt underwent surgical intervention on (B)(6) 2013 and had her leads explanted and replaced. Follow-up info revealed the pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.